Event description:
The international customer reported the ventilator alarmed and would not boot up. The device was not in use therefore there was no patient involvement or harm. During evaluation, the manufacturers service technician reported review of the device diagnostic history noted codes that indicated an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service technician reported the flow sensors were not being detected and were reading zero. The service technician reported the data acquisition pcb to motor controller pcb board cable and the flow sensor cables were reconnected and the problem was resolved. Final checkout was performed with no further recurrence reported.